Event description:
The customer stated that he was not able to connect pt monitors to the unit (e.g., dept) that he wanted to connect them to because the device's unit list did not display a complete list of units. The problem appeared after the customer had recently performed maintenance on the system.